Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis did not confirm the customer complaint. Visual inspection did not find any thermal damage to the tip cover accessory. The tip cover accessory was found with a slash measuring approximately 1.36. The mcs instrument involved with this complaint was also received and completed the device evaluation. During failure analysis the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tip opened and closed properly. The instrument was fully functional. Additional observations found no bulging or bent tube extension.

Manufacturer narrative:
The tip cover accessory will not be returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the surgeon alleged that electrical energy escaped through the mcs tip cover accessory which allegedly caused a burn injury on the patient's bowel. The bowel defect was repaired with sutures. However, at this time, the root causes of the customer reported failure mode and intra-operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while using the monopolar curved scissors (mcs) instrument the surgeon observed a thermal injury to the patient¿s bowel. As a result, the bowel injury was repaired by placing sutures. On 12-jun-2018, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator and obtained the following additional information regarding the reported event: the robotics coordinator stated she was not present during the procedure. The surgical procedure was not recorded on video. The surgical staff installed the mcs tip cover accessory on the mcs instrument. To the robotics coordinator's knowledge, the surgeon activated the coagulation function of the mcs instrument and noticed a bowel burn right where the tip cover accessory of the mcs instrument was touching the bowel. The robotics coordinator stated that the burn was noticed on the shaft end of the tip cover accessory. As a result, a general surgeon was called in to assess and repair the bowel burn. The general surgeon repaired the bowel injury by over-sewing the bowel. Although the surgical staff did not actually witness arcing of electrical energy from the mcs instrument, the surgeon believes the bowel injury was the result of the insulation from the tip cover accessory being compromised. As a part of the hospital¿s protocol the mcs instrument and the tip cover accessory are held with risk management. The robotics coordinator confirmed the following; instrument and accessories were inspected prior to use, electrolube was applied to install the tip cover accessory, and there was no instrument collision reported. The robotics coordinator stated there was no change to their generator settings. It was reported to be at 2 for coagulation mode and 4 on the cutting mode. The surgical procedure was completed robotically and the patient was discharged. Upon review of the patient's chart, no post-operative complications were reported.